Event description:
It was reported there was a problem with the printer function on the programmer. Specific details were not provided. It was returned to the manufacturer for repair and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that electrocardiogram connector was loose. The stylus was missing and they confirmed that there was a problem with the printer- the drawer was grinding and skipping.